Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery treating proximal femur. The reduction position was extramedullary in the frontal view and neutral in the lateral view. After surgery, the patient fell 3 times. When checked with an x-ray, the reduction position had changed to be intramedullary in the frontal view. A few weeks later, on (B)(6) 2022, cut-out of the blade was confirmed. On (B)(6) 2022, a removal surgery of jpfna was performed. The removal surgery was completed successfully with no surgical delay. No further treatment is planned. The surgeon commented as follows. Although the reduction position was extramedullary in the postoperative frontal view, the reduction position was changed to intramedullary after the fall. This was thought to be caused by 3 falls, which led to the collapse of the reduction position. The product is not related to the current event. No further information is available. This report is for one (1) pfna-ii blade l80 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part #: 04.027.051s, lot #: 671p824, manufacturing site: bettlach, release to warehouse date: 02 march 2022, expiry date: 01 february 2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.